Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing ongoing high blood (bg) glucose levels (350-40 mg/dl). The cause of the high bg levels was not known. The customer changed the pump supplies and the high bg continued. A pump system check was performed and no device issues were identified. Boluses via the pump and insulin injections were used to address the high bg. The customer later removed the cannula and no damage was observed. Boluses via the pump and insulin injections were used to address the high bg. In addition, after the more recent high bg, the customer had stopped eating in an attempt to lower the bg; however, the bg dropped to 50 mg/dl as the customer had over-corrected. Food was consumed to address the low bg. The customer was to discuss the event with a healthcare provider.